Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use checks. Our field service engineer investigated the ventilator on site, found that the pressure transducer pcb was defective and he replaced it to resolve the issue. The defective pressure transducer pcb was returned for investigation. The failure was confirmed in the received device logs, and the event was dated to (B)(6) 2021. The returned pcb was mounted in a reference ventilator for simulated use testing and it failed pressure transducer test during pre-use check. A microscopic investigation showed that the pressure sensor was half blocked with dirt and particles. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was probably caused by dirt/particles on pressure sensor on the pressure transducer pc board. The cause of the dirt/particles has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).